Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, sureform 60 stapler stopped firing. The stapler could be used normally before the issue occurred. The surgeon believed that the stapler stopped because it was fired over overlapping staples. The site was completing the procedure as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the stapler and reloads were inspected prior to use with no abnormality. The blade was exposed. The issue was resolved by replacing the stapler. The issue occurred during the first fire when an overlap reconstruction surgical task was performed. The target tissue was the colon tissue. The tissue was not calcified or exposed to any radiation or chemotherapy. There was no tissue tension or tissue bunching. The reported issue involved a partial fire. There was no tissue push. The event did not involve the stapler jaws opening/releasing during the firing sequence. The surgeon noticed that the issue might occurred due to residual staples being caught between the tissues. These staples fell into the patient¿s anatomy during specimen resection before the overlap reconstruction. The staples were formed properly in b-shape. The fallen staples were removed by cleaning and suction. No additional surgical procedure required to remove the fragment. The reload was not stuck to the tissue. The following messages appeared when the issue occurred: ¿unable to complete fire¿, ¿blade maybe exposed¿, ¿tissue too thick to continue¿. There was no unplanned tissue removal. No post-operative test was performed. The patient did not return to the hospital due to any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The blue reload was analyzed and the complaint was not confirmed by failure analysis. The blade was at the distal end and not exposed. All pushers were deployed, and no unformed staple was found. The blade was not damaged. No product issue was identified.